Event description:
On (B)(6) 2025, the user reported that in the morning; after exerting themselves more than usual at work in hot weather, they experienced a blood glucose (bg) of 39 mg/dl. The ilet alerted for the low. The user treated with 15 g of glucose every 15 minutes until bg recovered. No medical intervention or outside assistance was required.